Event description:
Device exploded, eye damaged; item model# sg-enu-int, "(B)(4)" I was able to use this 4 times. Not 4 weeks, 4 days, 4 hours. Probably about 4 minutes. That's it, the item exploded causing injury. After finding out that (B)(6) would not take a return and the seller would not allow me to return it. The problem is that this thing is not sealed properly. The top cap part that holds the nozzle has no seal at all. The motor was saturated. The circuit board switches were actually corroded. FDA safety report ID # (B)(4).